Manufacturer narrative:
No product samples were returned for investigation, however, a photograph was returned showing the blue chemolock port that would be bonded to the through port of the 011-cl3940 bag spike assembly separated and out of place. Though the complaint of the chemolock port being separated from the 011-cl3940 assembly can be confirmed from the photograph, a probable cause cannot be determined without return of the physical sample. The device history review (DHR) for lot 4177924 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unknown date and involved a chemolock¿ bag spike with clave additive port that the customer reported the blue chemolock bag spike fell off during transport causing the unspecified cytotoxic drug contents to leak out. The customer reported this part of the spike had not been used and all manipulations have been done through the clave port of the spike. There was no patient involvement and no report of harm.